Event description:
A hosp in (B)(6) reported to a fisher & paykel healthcare rep that an rt200 adult dual heated breathing circuit "had a miss fit where the heater wire adaptor should go". This was observed prior to pt use.

Manufacturer narrative:
(B)(4): the rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt200 adult dual heated breathing circuit is currently en route to fisher & paykel healthcare for analysis. We will provide a f/u report upon completion of our investigation.